Event description:
It was reported that patient presented for implant of the right atrial lead. During positioning the lead was unable to capture and sense. The lead was exchanged, and the replacement was successfully implanted. The patient was stable.